Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery. A 3.5 mm non-abbott stent was implanted, and post-dilatation was performed with the 5.0 x 12 mm voyager balloon. The first inflation was to 18 atmospheres (atm) for 48 seconds, and the second inflation was to 20 atm, for 12 seconds; however, the balloon would not deflate, and was difficult to remove. The balloon was removed as a unit with the guiding catheter, and the procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the voyager nc was returned inserted in a copilot, a non-abbott 6f guiding catheter and a 6f introducer sheath. The proximal end of the balloon was located at the distal end of the returned guiding catheter. The balloon was loosely-folded and there was blood on all returned devices, consistent with use. A bmw universal ii guide wire was returned frozen in the guide wire lumen of the balloon catheter. There was 13.5 cm of guide wire protruding out from the tip of the balloon catheter. The returned bmw guide wire was returned with blood on the coils and core. There were three bends in the tip near the tip ball. The analysis of the voyager nc revealed that the shaft was stretched (necked) in two sections; distal to the guide wire exit notch for a length of 1.5 cm, and 5.8 cm distal to the guide wire exit notch for a length of 2 mm. There were also multiple tears in the distal and proximal balloon markers. The total catheter length was measured and met manufacturing criteria. Functional testing with a new indeflator was performed in an attempt to inflate the balloon, but the balloon would not fully inflate as fluid was found leaking from the tip of the catheter. An attempt was also made to pull negative with the indeflator to measure the deflation times of the balloon, however, fluid would not pass through the stretched shaft noted. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connections with the indeflator, a blockage in the inflation lumen or damage to the shaft of the catheter. In this case, there was no reported information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. An attempt was made to get clarification from the account on the lesion characteristics, but no further information is available at this time. Since there was no report of any damage observed to the device prior to the procedure, this suggests that the damage to the shaft occurred during or after the procedure. The analysis identified shaft stretching (necking), which is usually a result of tensile overload (material stress/fatigue). Reportedly, the catheter was first inflated to the rated burst pressure (rbp) with no issues noted during inflation or deflation of the device. However, after the second inflation to 20 atmospheres, the balloon would not deflate. It is possible that shaft became damaged (necked) between inflation attempts and thereby contributed to the reported difficulty deflating the balloon and difficulty removing the catheter. If further tension was applied during removal, this may have caused the shaft to further stretch and the balloon markers/inner member to tear, resulting in a leak at the tip, as noted during the analysis. In this instance, although the reported difficulty removing the device appears to be a result of the deflation issue, a definitive cause for the noted damage to the catheter or difficulty deflating the balloon could not be determined. Since the catheter was pressurized at and above rbp, this could cause the balloon material to loose its tri-fold memory and potentially contribute to difficulty removing the device. Although it is unknown if the improper use contributed to the reported incident in this case, it should be noted that the instructions for use warns: balloon pressure should not exceed rbp. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify product quality, including functional testing for proper balloon inflation and deflation. A review of the finished product lot history record did not reveal any non-conforming material record issues with this lot and all lot release testing met specification. Additionally, a query of the complaint handling database indicated no other incidents. Based on the investigation, there is no evidence to suggest any indication of a potential product quality deficiency.